Event description:
It was reported that the whisper extra support guide wire was being used off label in a procedure being performed on the right brachial venous system. During advancement of the guide wire in the vessel, with no resistance felt, a spasm occurred, after which it was observed that the guide wire had separated approximately 8-10 centimeters from the tip. No treatment was required for the spasm. A snare device was used to retrieve the separated tip successfully and the procedure continued on with a new guide wire. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual and dimensional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It was reported that the guide wire was used in a procedure on the right brachial venous system. It should be noted that the hi-torque guide wire instructions for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, it does not appear that the off label use contributed to the reported difficulties.